Manufacturer narrative:
The allegation of lead body damage (wire went through the lead at the spiral) was confirmed with the observation of a puncture hole in the silicon insulation just distal to the fluoro marker, consistent with a back-loaded stylet escaping the lumen.

Event description:
This supplemental report is being filed due to the device evaluation. Boston scientific received information that this lead exhibited electrode end and lead body damage. While the physician was trying to load the wire, the tip went through the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited electrode end and lead body damage. While the physician was trying to load the wire, the tip went through the lead. This lead was never in service. No adverse patient effects were reported.